Event description:
It was reported that revision surgery was performed. Pain began in mid (B)(6) 2009 following extended period of standing. Trochanteric bursitis diagnosed and pain stopped within a week, only to reemerge in (B)(6) 2010. Possible adverse reaction to metal debris diagnosed (B)(6) 2010.